Manufacturer narrative:
Initial and final MDR 1890883 - MDR 3003442380-2024-09082 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that the patient encountered 4 infusion set cannula kinked on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.